Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found errors 111, 112 and 118, these pointed to a display connection issue. The fse found the connector from the coiled cable to the video graphics pcb, had pulled out. The fse reseated, and zipped tied the cable in place. This corrected the issue. The fse did full calibration, functional testing and safety check to factory specifications. The iabp unit passed all functional and safety tests per factory specifications, was returned to customer and has been cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a shutdown. It is unknown if there was any patient harm/injury; however there was no adverse event reported.